Manufacturer narrative:
Evaluation results: inherent risk of procedure (haematoma and mi). Evaluation conclusion: known inherent risk of procedure (haematoma and mi). (B)(4).

Event description:
The investigator has assessed the previously reported mi approximately 19 months post index procedure was not related to the study device. Patient was treated with medication and recovered.

Event description:
The cec has adjudicated that the previously reported mi was a non-target vessel event and that the previously reported gi bleed was an event. The patient had endoscopy following the gi bleed.

Event description:
During the index procedure the patient had one resolute integrity stent implanted in the lcx. 19 months post index procedure the patient had a gi bleed. Patient was treated by transfusion. Investigator assessed that the event was not related to the study stent. Patient recovered. On the same day as the gi bleed, patient suffered an mi. Investigator has not assessed if the event is related to the study stent.